Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this report is associated with product (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) chinese female patient. Medical history included hyperlipidemia. Concomitant medications included an unspecified medication for hyperlipidemia. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) via reusable pen (humapen ergo ii) 17 (no units) in the morning and 7 (no units) at night subcutaneously beginning in 2011. On an unspecified date she experienced hyperglycemia; therefore she was hospitalized on (B)(6) 2016 and her physician increased the dose to 23 (no units) in the morning and 15 (no units) at night. On (B)(6) 2016 her humapen ergo ii broke (product complaint pending/lot unknown). On (B)(6) 2016 she was discharged. Information regarding corrective treatment and outcome of the event was not provided. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided but started since 2011. If humapen ergo ii was returned, evaluation would be performed. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30%. Update 15-jan-2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Edit 19-jan-2016: upon internal review from the information received on 11-jan-2016, corrected the assessment of relatedness from the reporter. No other changes were performed.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a female patient reported her humapen ergo ii device was broken. She experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would ensure dose accuracy with high probability. The patient reported she starting using her ergo ii device in 2011. The humapen ergo ii user manual states the device was designed to be used for up to 3 years after first use. There is evidence of improper use. The patient used the device beyond its approved use life. It is unknown if this is relevant to the complaint of hyperglycemia.

Event description:
(B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6) female patient. Medical history included hyperlipidemia. Concomitant medications included an unspecified medication for hyperlipidemia. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) via reusable pen (humapen ergo ii) 17 (no units) in the morning and 7 (no units) at night subcutaneously beginning in 2011. On an unspecified date she experienced hyperglycemia; therefore she was hospitalized on (B)(6) 2016 and her physician increased the dose to 23 (no units) in the morning and 15 (no units) at night. On (B)(6) 2016 her humapen ergo ii broke (product complaint pending/lot unknown). On (B)(6) 2016 she was discharged. Information regarding corrective treatment and outcome of the event was not provided. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The user of the humapen ergo ii and his/her training status was not provided. The humapen ergo ii model and suspect humapen ergo ii durations of use were not provided but started since 2011. The device was not returned. The reporting consumer did not know if the event was related to human insulin isophane suspension 70%/ human insulin 30%. Update 15-jan-2016: upon review, the case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting. Edit 19-jan-2016: upon internal review from the information received on 11-jan-2016, corrected the assessment of relatedness from the reporter. No other changes were performed. Update 10-feb-2016: additional information received on 09-feb-2016 from the global product complaint database added the device specific safety summary; added that the device was not returned; updated the improper use and storage to yes; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.